Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tulip of a pedicle screw splayed during tightening within surgery. It was removed and replaced with an alternative screw to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI: (B)(4). Additional information: (ethnicity), (methods, results, and conclusions) - the returned screw was examined. The tulip head has internal thread damage and is splayed. Based on the internal thread damage, it is likely that the closure top cross threaded with the tulip head during installation subsequently causing the head to splay. However, the cause cannot be conclusively determined. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tulip of a pedicle screw splayed during tightening within surgery. It was removed and replaced with an alternative screw to complete the procedure. There were no reported patient impacts associated with this event.